Manufacturer narrative:
Summary of event: it was reported an unknown patient required an ultrathane mac-loc locking loop biliary drainage catheter for biliary drainage. While attempting to place the drain, the operator could not advance the flexible stiffening cannula through the catheter. It was also noted that the stiffener was hard to remove from the catheter. This occurred with four devices of the same lot. The procedure was completed by using a stiffener wire with the stiffening cannula. The user reported that even with the stiffer wire, the cannula would not advance through the last two to three centimeters of the catheter. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Investigation evaluation: a review of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, specifications, dimensional verification, and quality control procedures was conducted during the investigation. A visual inspection and functional test of the complaint device was also conducted. The complainant returned one 8.5fr ult catheter with the flexible stiffener inserted inside the catheter to cook for investigation. Physical examination of the returned device found nine centimeters of the flexible stiffener was outside the catheter. The inner diameter of the catheter and the outer diameter of the flexible stiffener were measured within specification. The flexible stiffener could be removed from the catheter without much force. A document-based investigation evaluation was performed. Related non-conformances were noted; however, affected units were scrapped and/or replaced. There is a 100% inspection for all related non-conformances. A database search revealed no other complaints have been reported for the device lot. The information provided upon review of the dmr, dhf, DHR, IFU and investigation of the returned device suggests that there is no evidence that the device was manufactured out of specification, or that there are nonconforming devices in house or out in the field. The product IFU cautions: ¿when inserting a stiffening cannula into a catheter with retention suture, hold suture during cannula insertion to avoid bunching or tangling of suture.¿ the IFU instructs: ¿under fluoroscopic control, perform standard techniques for placement of percutaneous draining catheters, either by seldinger access or trocar access. Once catheter is in desired location, remove any wire guides, trocars, or stiffeners, allowing the catheter to for its configuration.¿ the IFU also instructs the user to inspect the product upon removal from the package to ensure no damage has occurred. A CAPA was previously opened to address this issue. The CAPA concluded that the inner diameter of the catheter was undersized due to lack of in-process inspection dimensions and material shrinkage. The catheter tubing lots were all manufactured prior to implementation activities of the CAPA. Therefore, cook will conclude with findings of the CAPA. The investigation conclusion is a manufacturing deficiency. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information has been received since the last report was submitted.

Manufacturer narrative:
Additional product codes: lje, gbo. Occupation: ir tech. PMA/510(k) #: k173035. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an unknown patient required an ultrathane mac-loc locking loop biliary drainage catheter for biliary drainage. While attempting to place the drain, the operator could not advance the flexible stiffening cannula through the catheter. It was also noted that the stiffener was hard to remove from the catheter. This occurred with four devices of the same lot. The procedure was completed by using a stiffener wire with the stiffening cannula. The user reported that even with the stiffer wire, the cannula would not advance through the last two to three centimeters of the catheter. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.